Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was returned in two fragments (183.8cm from the proximal end and 34.9cm from the distal end). The proximal fragment was inspected, and the nitinol tubing was broken/fractured from the proximal bond joint with the core wire exposed as the nitinol tubing was fully removed. The distal fragment was inspected, and the nitinol tubing was seen to be broken from the proximal bond joint and there was no residue of glue. The core wire distal end was observed through the distal tip dome. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was severely tortuous. During analysis the guidewire was returned in two fragments (183.8cm and 34.9cm). It looks as though the break happened at the proximal bond joint. An assignable cause of procedural factors will be assigned to the as reported event of 'guidewire distal tip broken/fractured during use' and 'device difficulty engaging target vessel¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of procedural factors will be assigned to the as analyzed 'guidewire distal tip broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during stent assisted coil embolization procedure, the operator used the subject guidewire to deliver but after several tries the subject guidewire could not be delivered to the lesion. So the operator took the subject guidewire and microcatheter out and prepared to re-deliver the guidewire. At that time the operator found tip of the guidewire fractured. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during stent assisted coil embolization procedure, the operator used the subject guidewire to deliver but after several tries the subject guidewire could not be delivered to the lesion. So the operator took the subject guidewire and microcatheter out and prepared to re-deliver the guidewire. At that time the operator found tip of the guidewire fractured. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not availabel to the manufacturer.

Event description:
It was reported that during stent assisted coil embolization procedure, the operator used the subject guidewire to deliver but after several tries the subject guidewire could not be delivered to the lesion. So the operator took the subject guidewire and microcatheter out and prepared to re-deliver the guidewire. At that time the operator found tip of the guidewire fractured. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
We have addressed the FDA request, received via email on 14 june 2024: upon review, we have determined that the device identification information about the suspect medical devices conflicts with the data submitted to the global unique device identification database (gudid). Discrepancies were noted in the information included for some or all of the device identification fields of the electronic equivalent of the FDA form 3500a compared to the information included for the corresponding fields in the gudid. Additionally, the ¿unique device identifier (UDI) #¿ field on the FDA form 3500a should contain the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols. Please verify that you have included the entire UDI in the ¿unique device identifier (UDI) #¿ field on the 3500a. We have reviewed the device identifier (di) and confirm that it is accurate and in alignment with the hl7 specifications released in 2017. Additionally, the 510(k) number has been corrected from from k032146 to k002907 in accordance with the global unique device identification database (gudid).